Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. A total of twenty-seven (27) unused devices from the same lot were returned for evaluation. Visual and functional inspections were performed, and all devices functioned as specified. The reported device failure was unable to be confirmed and a root cause was not found in relation to the manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they tried 3 sets from the case and they were all leaking where the attachment goes into the feeding tube. There was no harm to the patient.